Event description:
The director of perfusion and clinical specialist at the hospital informed the manufacturer clinical representative that the ICU staff had noticed the atrial inflow cannula to the right ventricular assist device (rvad), on a bi-vad supported patient, had a pinhole with a droplet of blood. This appears to have just developed as the nurse caring for the patient the prior day had not noticed anything unusual. Tegaderm was placed over the pinhole. The following day it appeared the pinhole was no longer oozing a droplet of blood. The manufacturer's clinical representative recommended that surgical intervention with possible cannula replacement would be recommended to maintain the integrity of the cannula. Both vad's have a positive fill and an empty (postive flash test) bilaterally. The pt is currently stable and asymptomatic and on bed rest with little to no movement risk placed on the cannulas per the staff ICU nurses.